Event description:
It was reported that a spectrum iq pump experienced upstream occlusion alarms during use in the medical intensive care unit a and b care areas. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 2200860000-2023-8001 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.